Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2021 to address a rod that would not lengthen. Additionally, it was reported that upon explant, the rod was found to have substantial black debris.

Event description:
No additional event information is available.

Manufacturer narrative:
Device evaluation: the returned rod was observed to be partially distracted with score marks on the distraction rod. X-ray images of internal components for the rod revealed a broken radial ball bearing. The rod was functionally tested and could not distract and retract with the erc and the manual distractor. As a part of the investigation the work order was reviewed and confirmed the device passed all inspections. The root cause is unable to be determined based on evaluation findings and the event information provided. Device records review: review of the device history records indicated that unit met all quality specifications and release criteria prior to shipment.